Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, the physician did not like the way the ruby coil was forming in the aneurysm and therefore, attempted to remove the ruby coil against resistance. The ruby coil unintentionally detached inside another manufacturer's microcatheter. The microcatheter was removed with the detached ruby coil inside it. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Device was disposed of by the hospital.

Manufacturer narrative:
Conclusion: the physician's full name was provided to the manufacturer. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. No further information is available. The manufacturer is closing its file.